Event description:
Pt had cup revision on 01/02/97. Pt fine for 9 months, than began to have dislocations - 3 of them. Surgeon felt cup placed in a little retroversion, but didn't want to remove because of poor bone stock. Ordered custom snap fit insert.